Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer displayed an error message during atrial lead testing. The mobile programmer analyzer was used for the right ventricular (rv) lead. After sitting unused for a little while, the atrial lead was ready to be tested. The disposable cable connection was switched from the ventricular channel to the atrial channel input. P-waves were measuring as normal and then the atrial pacing button was selected. An hour glass symbol appeared for about 10 seconds, and then the error message appeared, indicating the system would need to be restarted. An alternative programmer was already running, so the analyzer cable was swapped to the non mobile programmer and completed the analyzer testing of the atrial lead. It was noted that the occurrence did not impact the patient or the procedure. There was no further analyzer testing required, and there was not any attempt to reconnect the tablet to the mobile programmer. The tablet was reconnected to the patient connector with post-connect leads assessment and final programming without mishap. No patient complications have been reported as a result of this event.